Event description:
It was reported the system failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was found to be faulty and therefore repaired. The system was then found to be operating as intended.